Event description:
A patient reported experiencing inaccurate high results with a meter. The patient's blood glucose results were 194 mg/dl, and 139 mg/dl. Tests were done within 10 minutes with a difference of 29%. Patient did not experience any adverse events. No further information has been reported.